Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient experienced multiple line block alarms due to bent cannula while using the cadd infusion set. Patient replaced seven (7) infusion sites due to line block alarms and pain and elevated glucose. The cannulas are not at a straight 90-degree angle. Patient also noticed redness, swelling, bruising and bleeding at the site following a line blocked alarm. Patient glucose level was found to be 212mg/dl. There was patient involvement and there was no harm.